Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the device was implanted and the pocket was closed, it was discovered that there was an issue with the device header with out of range right ventricular pace/sense impedance. The pocket was opened and the device was removed. The physician removed the grommet and noted that the set screw was not centered. A new device was implanted with normal values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).